Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 36 mg/dl with confusion and unsteadiness when standing and walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the inaccurate delivery issue stated on (B)(6) 2014 and low bg excursion occurred at around 2-4 pm daily for the past 3 days. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Cts conducted a mock bolus calculation with the reporter and it was determined that the pump was calculating recommended bolus total correctly. Review of potential causes for bg issues did not identify any issues. Review of time and date setting indicated the time was off by less than 1 hour and was determined unlikely to be the cause for the reported bg excursion. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box and pump history showed that the last basal and bolus was delivered 4 days after the complaint day. The clock was set back an hour manually on the complaint date. Typical usage was observed in the alarm history. The total daily delivery reflected the user¿s programmed basal rates. Using the returned battery cap and cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.